Event description:
During a percutaneous transluminal angioplasty to a vessel located below the knee (exact vessel: unknown), a balloon leakage was noticed. The age and gender of the patient is unknown. There was no information of the vessel characteristics. The product was prepared as per the IFU. A guidewire (treasure/getz bros) was inserted across the lesion via a sheath introducer without any difficulty. The product was advanced to the lesion over the guidewire to the lesion and the balloon was inflated using an indeflator. Upon inflation, the balloon leakage was noticed. Therefore, the balloon was withdrawn out of the patient's body, and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.